Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, also the o2 cell calibration valves (pn 394055) were replaced and the device became operational. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm. The event is not reportable due to the reasons outlined in section 6.5.

Event description:
Bei der o2 zellen kalibration liess sich die o2 zelle sn (B)(6) nicht kalibrieren.